Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead stored an episode with noise and oversensing. Review of monitoring data revealed high out-of-range pace impedance measurements greater than 3,000 ohms and loss of atrial sensing. Since then, ra pace impedances intermittently went out of range and would return to the 800-ohm range. Per the clinic, testing and x-rays were normal. The plan is to review device data in a few weeks to re-assess. This ra lead and ICD remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead stored an episode with noise and oversensing. Review of monitoring data revealed high out-of-range pace impedance measurements greater than 3,000 ohms and loss of atrial sensing. Since then, ra pace impedances intermittently went out of range and would return to the 800-ohm range. Per the clinic, testing and x-rays were normal. The plan is to review device data in a few weeks to re-assess. This ra lead and ICD remain in service. No adverse patient effects were reported.